Event description:
It was reported the implantable neurostimulator (ins) 'stopped working' after an MRI. The ins was then replaced. No patient injury in relation to the surgery was reported. The patient recovered without sequela. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial#) found that the battery had a reduced charge capacity due to over-discharge. The ins was received with no telemetry. According to the trace report obtained from the ins after physician-mode-recharge (pmr) recovery, the total recharge count is 37. The last recorded recharge session done while the device was implanted was on (B)(6) 2012. The device was recharged for 27 minutes. The battery charged from 3.710v to 3.715v. The parameter trend diagnostic section of the trace report shows patient usage after this recharge session. The battery discharged to the lock mode on (B)(6) 2012. The ins was recharged for analysis. A normal recharge started automatically after two physician mode recharges with a 1cm spacer between the ins and recharge antenna and the ins in a body temperature oven. The recharger had full coupling and the ins recharged for 2 hours and 50 minutes from 2.015v to 3.930v. Charging was interrupted to obtain the ir and trace report. Charging resumed for 1 hour and 59 minutes bringing the battery voltage to 4.015v.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.